Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. The physician elected to not send in the data for technical analysis, as the patient does not want to undergo surgical intervention and would prefer to leave the device in situ, once the battery depletes. At this time, the physician is continuing with normal follow-up appointments and the s-ICD remains implanted. No adverse patient effects were reported.